Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated patient weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a couple of falls in the last couple of weeks and they had fallen right on their implant site. The patient indicated that they noticed a gradual return of symptoms after the falls which included incontinence and going to the bathroom like before the implant. When stimulation was checked stimulation was found to be turned off. After turning stimulation on the patient was able to feel stimulation in the correct area after increasing from 1.7 to 2.5 on program 2. The patient had a scheduled appointment on (B)(6) with their healthcare provider (hcp). A second call the following day indicated that the patient programmer (pp) batteries had died (resolved with replacement batteries) and the felt that stimulation was too high. Stimulation was decreased from 2.5 to 2.3 which resolved the uncomfortable stimulation. Patient status is unknown at the time of this report and the symptom return was reported to have been gradual. There were no further com plication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the patient's device was not affected by their fall. The patient noted that they had fallen off the treadmill and broke their right arm as well as fell backward when getting into bed and landed on their right buttocks. The patient did not allege that these falls were related to the device or therapy and added that everything was ok now and the issue causing the patient's symptom return was that the battery was dead. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient confirmed that the battery was depleted due to normal battery depletion and that it was replaced and issue was resolved. No further complications were noted or anticipated.